Event description:
Wrong size estimation, measurement is incorrect. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has shown that the depth gauge drawing was found to be faulty. There is a discrepancy from the zero point to the scale on the depth gauge body. The measurement 21 +/-0.1 mm correctly should be 23 +/- 0.1mm. Hence there is a short measurement error of 2mm. This complaint has been deemed valid, a CAPA determination has been initiated. The manufacturing documents were reviewed and no complaint related issues were found.